Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that high impedance was observed on diagnostics performed. The last known diagnostics were performed (B) (6) 2010, which were within normal limits. The pt is said to be very active and plays soccer, but was not sure there was any trauma to the site. The pt's device has since been disabled. X-rays were taken and forwarded to the manufacturer for review. Based on the x-rays received there were no anomalies observed that could be contributing to the high lead impedance event. However, an unpronounced lead discontinuity or a lead discontinuity in the portions of the lead that could not be fully assessed cannot be ruled out. The pt has since been referred for veeg evaluation.